Event description:
Ous MDR - after an implantation period of 4 months, it was reported, that ventricular sensing was 1 mv at follow up. X-rays revealed no abnormalities. The patient was hospitalized and the physician decided to reposition the lead. During the revision procedure, the screw of the lead remained exposed, so that it was decided to explant the lead. The lead was not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism and the functionality of the screw were within the technical specifications. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.